Event description:
It was reported that the water did not flow appropriately from the intra abdominal pressure monitoring device kit due to connection failure.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related. One sample was confirmed to exhibit the reported failure. The device did not meet the specifications. The product was used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging) used iap kit. Visual inspection of the sample noted no obvious visible defects. The methylene blue solution (3 drops 1% aqueous methylene blue per 100ml distilled water) was injected into the system and leaked out near the sample port threaded cap. The threaded cap was examined to be off center. A potential root cause for this failure mode could be due to the materials were out of specifications. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was not performed due to the labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water did not flow appropriately from the intra abdominal pressure monitoring device kit due to connection failure.